Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor water was flowing back into the air filter and when the air filter was removed, water dripped out. The issue occurred during reprocessing. There were no reports of patient harm.